Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted for information regarding what to do with a trilogy device hub. The caller's sister had passed away while having the trilogy device. The caller stated the trilogy device has been returned. The caller stated the cause of death as copd. The device has not yet been returned to the manufacturer for evaluation. Device information is unavailable to gather additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.